Event description:
It was reported upon arrival at the hospital with a patient, the stretcher and fastening system were not operating with the power features and the manual operation would not operate with the patient weight on the stretcher. The patient was transferred from the stretcher to a backboard and moved from the ambulance to a hospital bed that was brought out to the ambulance. The sn of the fastening system was not provided. There were no reports of injury or adverse health consequence to the patient as a result of the delay in unloading from the ambulance.